Event description:
It was reported that a patient (pt) reused a single use product during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt did not replace their minicap (mc) with a new mc while performing pd therapy. Subsequently the pt experienced nausea and vomiting. On the same day pt began remedial treatment with vancomycin and fortaz (doses, frequencies and routes not reported) prophylactically for the event of peritonitis. On an unreported date, the pt was retrained at the pd clinic on proper aseptic procedures for performing pd therapy. Two days after onset of symptoms, the pt was diagnosed with peritonitis. The cause was not replacing the minicap during pd therapy. On the same day as diagnosis, the pt was hospitalized for the peritonitis. At the time of this report, treatment with vancomycin was ongoing and the status of treatment with fortaz was not reported. Two days after being admitted, the pt was discharged from the hospital. Four days after discharge, the pt was recovered from the symptoms of nausea and vomiting. At the time of this report, the peritonitis was ongoing and the pt¿s condition was improved. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.